Event description:
It was reported that a neopicc was inserted 2004. PICC line was found to be broken at the "plastic heart" on the catheter at removal. 15 cms of the catheter was removed from the pt percutaneously. Report states that the "pt cephalic intact". No other details provided. There were no pt complications.